Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons unrolling leaving a significant amount of product inside- vagina [foreign body in reproductive tract]. Tampons unrolling [device breakage]. Case narrative: consumer reported via email that the tampons were unrolling. No serious injury was reported.

Event description:
Tampons unrolling... Leaving a significant amount of product inside- vagina [foreign body in reproductive tract] tampons unrolling [device breakage] case narrative: consumer reported via email that the tampons were unrolling. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.